Event description:
The customer complained of the insulin pump alarming motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to the motor encoder signal being out of phase. However, the insulin pump passed the basic occlusion, prime, and excessive no delivery alarm tests.